Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c21: device was returned and is currently undergoing an evaluation. IFU for gore® viabahn® endoprosthesis with heparin bioactive surface warnings section state: do not withdraw the gore® viabahn® endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis or introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: patient presented for treatment due to a popliteal artery aneurysm. As reported, the patient's vessel was heavily calcified. Pre-ballooning was not performed. Antegrade access was made, a 10fr gore® dryseal flex introducer sheath was placed and the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) was advanced through the sheath. However, the viabahn® device did not cross to the intended treatment site due to the calcified area at the proximal popliteal artery. Decision was made to withdraw the constrained viabahn® device back through the sheath in order to balloon the target lesion. However, as the viabahn® device was pulled into the sheath, the distal tip got hung up on the edge of the sheath. The viabahn® device was pulled with extra force, causing device damage. It was reported the viabahn® device was mangled due to the force applied. The device and sheath were removed together from the patient. At this time it was realized the common femoral artery was perforated. The patient was converted to surgical repair. The patient was reportedly stable following the surgical intervention.

Manufacturer narrative:
Product investigation report conclusion: the primary reported failure mode, related to a failure to advance the catheter could not be confirmed during engineering evaluation because of differences between conditions seen in vivo and those seen in the laboratory. As reported, the device did not cross to the intended treatment site due to the calcified area at the proximal popliteal artery. Therefore, the root cause of the primary reported failure mode can be attributed to the patient condition. The secondary reported failure mode, related to device damage during withdrawal, was consistent with many forms of device damage observed during engineering evaluation. As reported, after the physician experienced difficulty advancing the device to the target lesion, the device was withdrawn through the sheath; the distal tip got hung up on the edge of the sheath. It was also reported that the device was pulled with extra force, causing device damage; the device was reportedly mangled due to the force applied. Per the vsx instructions for use (IFU), withdrawing the device through the introducer sheath can cause damage to the device and premature deployment. The IFU also warns that forcefully removing the delivery system may damage the endoprosthesis and may require surgical intervention. Therefore, the root cause of the secondary reported failure mode is consistent with the reasonably foreseeable misuses of withdrawing a fully introduced endoprosthesis back into the introducer sheath and forcefully withdrawing the delivery catheter. The returned device also exhibited partial deployment of the outer zipper, and the endoprosthesis was compressed and shifted longitudinally towards the distal shaft. The cause for these findings is also consistent with the reasonably foreseeable misuses of withdrawing a fully introduced endoprosthesis back into the introducer sheath and forcefully withdrawing the delivery catheter. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail. The IFU includes the following warnings: "do not withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem." "Forcefully removing the delivery system may damage the endoprosthesis, cause the endoprosthesis to migrate, and/or cause inaccurate placement or delivery system component separation, which may require additional endovascular procedures or surgical intervention."